Manufacturer narrative:
Pump passed functional testings including displacement test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, self test and excessive no delivery test. Drive support disk was inspected and no anomaly was noted. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the delivery accuracy test at 0.08745 inches. Pump was received with minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window corners, stained end cap sticker and stained address/serial number label.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 448mg/. The customer's current blood glucose was 159mg/dl. The customer was treated in hospital. Troubleshooting was done for high blood glucose and under delivery. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer alleged on pump. The insulin pump will not be returned for analysis.